Event description:
Humidifier alarmed. The adapter on the heated wire circuit shorted out and smelled as if it was burning. Upon investigation, moisture was found at the connection of the heated wire adapter. The circuit adapter was noted to be charred and somewhat melted.